Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient felt a patient notifier few days ago and presented to the clinic. Interrogation showed high, out of range hv lead impedance. In clinic today all tree vectors were within normal limits. The physician will continue to monitor the patient for a second incidence of values greater than the upper limit. The physician decided to monitor the patient for now with no changes.